Event description:
Home patient reports waking up to a wet bed and discovering the pt line of her homechoice set had separated from her transfer set during use. Home patient clamped off immediately and went to center next day for a transfer set change. Home patient reports no injury as a result of incident.